Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation and tissue damage were outcomes of slda. The reported patient effects of tissue damage and mitral regurgitation as listed in mitraclip instruction for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and tissue damage occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 1. The following day, a transesophageal echocardiography (tee) showed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). A cleft (rupture) on the anterior leaflet was noted and mr had increased back to 4. A second procedure is planned for a later date to stabilize the clip. No additional information was provided.